Event description:
Reportedly during the first application on the tissue, the device would not release from the application site. The surgeon cut around the instrument for removal. There were no reported injuries or ill-effects to the pt. Procedure type: unk.